Event description:
Per the clinic, the patient underwent skin flap revision surgery (date not reported) due to thick skin flap. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.